Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and / or require intervention include, but are not limited to improper component placement of endoprosthesis and occlusion of native vessel.

Event description:
On (B)(6) 2018, the patient underwent endovascular repair of an abdominal aortic aneurysm using gore® excluder® aaa endoprosthesis. A trunk-ipsilateral leg component was deployed from the left side, followed by an attempt being made to implant a contralateral leg component (plc181200j/18013185) in the right side. The contralateral leg component was deployed while pushed up, but the right internal iliac artery was unintentionally covered. It was reported that the right common iliac artery was calcified. The procedure was concluded with a wait-and-watch approach taken to the vessel coverage.